Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The level of the blood glucose (bg) was not known. The customer reported that the hospitalization was not related to the pump or supplies. However, the cause of the dka was not known. The customer could not recall the date of discharge. The customer was currently using an alternative insulin therapy to manage diabetes.